Event description:
It was reported that a small volume folfusor had no flow. The reporter stated that the device was filled with a 116 ml solution of fluorouracil and 5% glucose. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 7, 2014 - may 8, 2014. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.